Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high capture threshold on the right ventricular (rv) lead was noted. No further intervention was performed at this time. The patient will continue to be monitored and was in stable condition.